Event description:
A nurse reported aspiration and IV flow problems during a cataract with intraocular lens implant procedure. Following a five minute delay and a system exchange, the procedure was completed with no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).